Manufacturer narrative:
No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted. H3: device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump for one event and manual dose injection for another. The customer changed supplies and resumed insulin therapy.